Event description:
It was reported that the shock lead impedance measurements of this right ventricular (rv) lead were out-of-range. The values were greater than 125 ohms on all vectors. After scheduled generator change out procedure, this lead remains in service. All other lead measurements were normal after in-procedure testing. A commanded shock test was performed, and the shock impedance was found to be 102 ohms, which was within normal limits. No adverse patient effects were reported. Currently, this lead remains in service.